Event description:
An employee had a reaction to latex glove in which his hands turned red, eyes became swollen, and then had systemic flushing. He was treated on site with adrenalin 4cc and benadryl 50 mg. Shortly after (10 min) flushing returned so he was taken to hosp where he was given epinephrine .5 mg IV push, solucortef 50 mg IV, 1000 cc ns, and IV piggy-back. Pt was also given o2 since he was short of breath. Pt was stable within 20 min. He went to dr's office where he was given depomedrol 80 mg im and prescribed medical and atarax prn and epi-pen. Employee will see allergist on 1/20/97 and will be off from work till then.